Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross access solution kit was selected for use. It was noted that the device packaging was tight prevented sterility in opening. No device damage was noted. Sterility was breached during attempted removal. Thus, the device was replaced, and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (disposed).